Manufacturer narrative:
Tracking #.48877. D6: device returned with no lot ID. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned with a large amount of coagulum adhered to the paddles, but was otherwise in good physical condition. The adhered coagulum was removed and the instrument was connected to a dvm. The instrument indicated electrical continuity. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident.

Event description:
It was reported the ebc02 was used during an unknown procedure. It was reported by the affiliate there was cauterization malfunction. There was no consequence to the pt.